Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein. A 5.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition.